Event description:
While wearing the external equipment, the pt reportedly had no sound percept and no lock between sound processor and the cochlear implant. The pt's parent reported the pt had fallen down the stairs at home. External equipment was exchanged. However, the problem was not resolved. In 2005, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.